Event description:
The customer reported that the left monitor lost its image. This result in a total loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage supply regulator board and the generator drive board during the service call. The system was tested and found to be working as intended and put back into service.